Manufacturer narrative:
(B)(4) returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Returned with the sample was the supplied short arterial pressure (ap) tubing; no blood or abnormality was noted to the ap tubing. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. No sheath was returned with the iabc. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.5cm from the iabc distal tip. Bends to the iabc central lumen were noted at approximately 5.1cm and 7.1cm from the iabc distal tip. Damage to the outer lumen was noted approximately 29cm to 33cm , 48.7cm, 50cm, 51.1cm, and 56cm to 57.5cm from the iabc distal tip. Spots of dried blood was noted on the exterior surfaces of the returned iabc. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted damaged/broken central lumen. The iabc was leak tested and a leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed damaged central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; two leaks were detected from the iabc outer lumen at approximately 29cm to 33cm and 56.3cm. The leak from the iabc outer lumen is consistent with the previously confirmed damaged outer lumen. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.4cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 9.4cm 21.5cm, 34.4cm and 44.8cm from the iabc luer. The guidewire met resistance and could not advance at approximately 76.2cm from the iabc luer. Blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the balloon could not be inserted" is confirmed. During the investigation, the intraaortic balloon catheter (iabc) central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen can result in difficulty inserting the iabc into the patient. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint is undetermined. A corrective and preventive action has been initiated to address the issue. Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that during insertion, "the balloon could not be inserted completely, and the central cavity was found to be ruptured". As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. However, the same issue occurred again. The 2nd catheter was removed and a 3rd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "critical prior to the event" as well as after the event. See associated MDR #3010532612-2023-00690.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion, "the balloon could not be inserted completely, and the central cavity was found to be ruptured". As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. However, the same issue occurred again. The 2nd catheter was removed and a 3rd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "critical prior to the event" as well as after the event. See associated MDR #3010532612-2023-00690.

Event description:
It was reported that during insertion, "the balloon could not be inserted completely, and the central cavity was found to be ruptured". As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. However, the same issue occurred again. The 2nd catheter was removed and a 3rd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "critical prior to the event" as well as after the event. Associated MDR #3010532612-2023-00690.

Manufacturer narrative:
Qn#(B)(4).